Event description:
The customer reported that the unit had a speaker malfunction error. The device was not in use on a patient. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer has a v60 and it has a speaker malfunction error. It was verified that there was a 5021 and 1102 error code in the significate log. The customer claimed that both speakers were failing and provided a code 5021 on both the power and motor speaker. The customer already replaced both speakers last month, and issue came back. Onsite service was requested. It was reported that the power management board was replaced to fix the issue.